Event description:
Caller reported the self-adhesive of the infusion set is wet. Infusion set has been discarded. No adverse event reported. No product return has been requested.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.